Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. The customer reported elevated blood glucose levels up to 450 (mg/dl) the supplies were changed multiple times and injections delivered to address bg levels. System check with tandem technical support indicated the site was possibly the source of occlusion; however, occlusions continued to occur after supplies were changed. It was indicated that manual injections were available for diabetes management.